Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer's blood glucose level was 581 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer reverted to an alternate method in insulin therapy.